Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that 5 unspecified bd q-syte¿ devices leaked, and 15 q-sytes' vial access septums broke during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced particulate embolism (5), leakage (5), vial access spike breaks during use (15). Additional information related to what leaked and from where states: "abx" "spike site"".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that five (5) unspecified bd q-syte" devices leaked, and fifteen (15) q-sytes' vial access septums broke during use. This complaint was created to capture the 2nd of two (2) related incidents. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced particulate embolism five (5), leakage five (5), vial access spike breaks during use fifteen (15). Additional information related to what leaked and from where states: "abx" "spike site"".